Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During atrial flutter left (l-afl) ablation with thermocool smarttouch catheter, the patient experienced steam pop, cardiac perforation, cardiac arrest, and surgical intervention. The patient was initially treated with pericardiocentesis, but no fluid was removed. During surgery, the medical team found the liver was lacerated due to pericardiocentesis. The report indicated that the patient suffered a cardiac tamponade during the procedure. The right atrium was mapped using the octaray catheter and the decanav catheter was in the coronary sinus. The physician decided to perform a cti (cavotricuspid isthmus) ablation and exchanged the octaray catheter for a thermocool smarttouch sf catheter. About three quarters of the way to case completion, there was an audible steam pop heard by the physician, and small impedance drop, but they did not "see anything wrong." About five minutes later, the map was not "making sense with where the catheters were." From there, the physician performed pericardiocentesis, but to their knowledge, it was not successful, and they were unsure whether any fluid was removed or not. The surgical team was brought in to "open the patient's chest to surgically repair." The patient was stable, but, due to the attempted pericardiocentesis, the patient was moved to another operating room because liver lacerations were discovered. The patient is stable and no neurological impact due to the cardiac arrest was identified. The products used during the procedure were octaray catheter, decanav catheter, carto vizigo sheath, thermocool smarttouch sf catheter, soundstar catheter, smartablate generator, and carto 3 system. The lot and reference numbers are unknown, and all the products used have been discarded. The information received indicated that the cardiac perforation was confirmed at the ivc (inferior vena cava) end of the cti. The physician¿s opinion on the cause of this adverse event was the procedure. The outcome of the adverse event was that the patient improved. The patient required extended hospitalization because of surgery due to liver lacerations during attempted pericardiocentesis and extended monitoring. The number of performed ablations was 22 with rf (radiofrequency) energy lasting 7 minutes, and only cti. No ablations were performed within the pulmonary veins. No transseptal puncture was performed during the procedure. The flow setting was automatic. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on carto or smartablate. The force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability used were stability+ settings: 5 seconds, 40% force over time, 5g, 350-450 tag index, and tag size 3. No additional filter was used with the visitag. The color option used prospectively was tag index. The generator, ablation mode and thresholds used were smartablate stsf, 40w, and 60seconds. At the time/ablation of steam pop: 26 degrees c, change in impedance 42 ohms (158 to 116), and 40w. The length of the ablation cycle when the steam pop was observed at the same tip position was 5.58 seconds.